Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm discussed the problem with customer and red tagged unit stating problem. The customer has not decided whether or not to have fiber optic module replaced because they do not use fiber optics. No service order has been dispatched at this time. The customer is evaluating the possible upgrade of pump to cardiosave. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the fiber optic module test during repair and checkout for another complaint record, performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported. The stm also found output connector on module broken and as a result of that, the cable will not lock in.

Manufacturer narrative:
The responsible getinge service territory manager (stm) for this facility has advised that customer would not ok the replacement of the fiber optic module at the time she found the failure, but that she ended up replacing the front end board for the other problem and then the fiber optic module worked. However, even though all issues with the iabp has been resolved, and the iabp is ready for clinical use, it has not been returned for clinical use because the customer has not approved the payment for the repairs. Getinge managers are in the process of working with the customer to resolve this ancillary issue. Updated fields:

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the fiber optic module test during repair and checkout for another complaint record, performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported. The stm also found output connector on module broken and as a result of that, the cable will not lock in.